Event description:
It was reported that the customer's insulin pump alarmed with a button error, five minutes after customer went into a lake with the insulin pump on. There was also fluid reported under the display and fog under the screen. Customer's blood glucose was 174 mg/dl. The customer was advised the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with no esc or act button response due to corroded keypad traces. No button error alarm was noted during testing. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, a cracked reservoir tube near the reservoir tube window, and a cracked belt clip slot. No moisture damage was noted inside the pump.